Event description:
Received letter from an attorney alleging multiple issues with powered wheelchair.

Event description:
Received letter from an attorney alleging multiple issues with powered wheelchair.

Manufacturer narrative:
The serial number and date of manufacture have been provided. The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Manufacturer narrative:
The serial number and date of manufacture have not been provided at this time. The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.